Event description:
Related manufacturer reference number:3006705815-2024-02591. It was reported the patient's lead had high impedances and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was secured better in pocket and the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000131375.

Event description:
Information indicated the ipg migrated.